Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a lack of efficacy. The patient was in office on (B)(6) 2019 for follow-up appointment, and reported doing well, however, their residual was 800 ml. Renal ultrasound and programming were done. On (B)(6) 2019, it was found that the device was off. When they turned on the device it showed programs were never changed from baseline set-up at surgery. They re-educated on how to use the device and the programmer. They stated never received any information at last visit on (B)(6) 2018 conducted by the manufacturer representative (rep) however charted she taught him how to use remote. The patient was in the office in (B)(6) 2019  for follow-up appointment and reported doing better since re-programming. The patient said they'll continue to self-cath 3 to 4 times a day. The patient was in office on (B)(6) 2019 and reported no difference in programs. Device was r eprogrammed. The patient was in office on (B)(6) 2019 and stated their remaining volumes are still 500-600 ml. They increased their self-catherization to 6 times a day. The patient went to the office on (B)(6) 2019 and had the device reprogrammed.  On (B)(6) 2020, the patient did not want changes and was happy with the progress. They were still cic 4-6 times a day and were trying to spontaneously void prior to each cath.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that on in office (B)(6) 2019 for fu. Reports doing well; however, his residual was 800 ml. Renal ultrasound <(>&<)> interstim programming done. 9/12/19 interstim visit found device off. When turned on device showed programs never changed from baseline set up at surgery. Re-educated on howe touse device <(>&<)> programmer. Stated never received any info at last visit on (B)(6) 2018 conducted by interstim rep however oing better since re-programming. Will continue self-cath 3-4 times a day. In office 11/19/19 for interstim check. Reports no difference in programs. Re-programmed. In office (B)(6) 2019 for fu. States his remaining volumes are still 500-600 ml. Increased self-cath to 6x day. Interstim visit 12/19/19. Device re-programmed. Interstim visit 1/27/20. Did not want changes. Happy with progress. Still cic 4-6x day. Trying to spontaneously void prior to each cath. Ultrasound revealed significant hydronephrosis; hydroureter right ureter; right ureter appeared distended to bladder; left kidney enlarged with hydronephrosis; left ureter distended to bladder date of test: (B)(6) 2019 interrogation showed the device off and never changed from basic programs set up at surgery. Full communication date of test: (B)(6) 2019 / diagnostic type. Reports cathing 5-6x day to keep volumes low. Reports dysuria and difficulty with catherization date of test: (B)(6) 2019. It was stated that it was due to programming/stimulation due to programming specify final programming date and time for most recent interrogation prior to event: 30-nov-2018.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.